Event description:
It was reported that the patient was experiencing pump stops and low speed advisories on both batteries and the patient cable. Technical services reviewed the log file, which captured pump stops and speed drops below the low speed limit on (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module and on batteries. The pump stops and low speed advisories did not resolve. The cause was due to a driveline fracture and an external driveline repair was done. The driveline repair did not resolve the alarms so a pump exchange was done. It was reported the patient underwent heartmate ii to heartmate ii pump exchange on (B)(6) 2021. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) , confirmed driveline (dl) wire damage that could have contributed to the reported events. (B)(6) was returned assembled with the driveline (dl) cut approximately 0.25¿ from the pump housing, approximately 4.5¿ of the internal portion of the dl was returned, and 31¿ of the distal portion of the dl was also returned. Approximately 21.5¿ of the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline¿s wires (21.5¿) revealed that there was a breach to the insulation of the red wire at approximately 20¿ from the controller connector, exposing the inner conductors. Visual inspection of the driveline¿s wires (31¿) noted inner conductor breakdown of the orange wire approximately 25¿ from the controller connector. Breaches to the insulation of the black, brown, red, orange, and yellow wires approximately 24.5-25¿ from the controller connector were confirmed through hipot testing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The yellow wire redundantly supports motor phase 1, the brown and black wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. If the exposed conductors of the black, brown, red, orange, and yellow wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in a pump stop. If the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting phase-to-phase short would have resulted in the pump stops observed within the submitted log file. The submitted log files contained data from 01jan2021 to 26jan2021. Momentary pump stops and low-speed events, as well as associated alarms, were captured on (B)(6) 2021 between 09:18:22 and 11:14:46. Each of the events occurred while the system was operating on both batteries and power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. 96 pi events were also recorded throughout the log file. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04nov2014. No further information was provided. The manufacturer is closing the file on this event.